Event description:
The customer reported that the system displayed batter disconnection errors. Further info from the fse determined that the system failed to boot to a usable state. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
The customer evaluated the system. The mainframe battery packs were evaluated and identified as requiring replacement. The corresponding components were shipped to the customer for installation. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.